Event description:
Philips received a complaint from the customer indicating that the v60 stand was unstable due to the mounting threads being stripped. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. It was reported that the stand was unstable due to the mounting threads being stripped. The remote service engineer (rse) provided the customer with the part number for the cover and central processing unit (cpu) tray. The customer replaced the cpu tray to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.